Manufacturer narrative:
Follow-up # 1 date of submission 04-apr-2018. Device evaluation: the device has been returned and evaluated by product analysis on 26-mar-2018 with the following findings: a review of the pump histories showed that the user manually changed between basal program 1, 2 and 3. The pump¿s ¿ez-prime¿ steps were performed correctly. The pump correctly reflected 48 units after 24 hours on a 2 unit/hour duration test. The total daily doses added up correctly and reflected the user¿s programmed basal rates. The pump passed delivery accuracy testing and was found to be delivering within required specifications. No errors, alarms or warnings occurred during testing therefore the investigation was unable to duplicate the initial complaint. Unrelated to the original complaint, it was observed that the battery compartment was cracked in two places.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2018 alleging the patient experienced hyperglycemia while on insulin pump therapy with blood glucose measuring 494 with large urinary ketones. The patient reportedly did not receive any treatment above or beyond the usual routine of diabetes care and management. The reporter alleged a history/settings issue; the basal history did not match the active basal program in the pump. This complaint is being reported because the patient reportedly experienced serious injury while on insulin pump therapy associated with a pump history/settings issue.